Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "mr. (B)(6) called to transmit there is an over infusion with this pump 30011-5973 (an identical problem from the (B)(4)). The pump displayed that 37ml remained to be infused while the bag was already empty. The administered drug = oxynorm. Pump treatment information:unk".

Manufacturer narrative:
Distributor information: (B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of (B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "mr. (B)(6) called to transmit there is an over infusion with this pump (B)(4) (an identical problem from the complaint (B)(4)). The pump displayed that 37ml remained to be infused while the bag was already empty. The administered drug = oxynorm. Pump treatment information: unk."